Event description:
Before patient arrived, we were priming our xts instrument kit for the extracorporeal photopheresis (ecp) procedure. During priming it had a disposable failure alarm. Per therakos guidelines it was powered off and restarted. There was another disposable failure alarm so the kit was aborted and sent to biomed. We reprimed the machine with another xts instrument. We had another disposable failure alarm twice so a second kit was aborted and sent back to therakos via bio med. Xts 30114 was used. A different xts machine was used and no alarms noted. Therakos contacted us and they stated to try to use the machine this afternoon, if there is another disposable failure alarm, then don't use. It may need reservicing for a possible blood pump issue.